Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with dry eye syndrome in both eyes. The surgery center prescribed oral steroids (xiidra) but the patient could not afford the prescription medication, therefore the surgery center recommended the use of plugs. Both eyes were inserted with .4 mm collagen inferior punctal ear plugs. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.00 x -1.00 x 10, left eye pre-op 20/20 -5.00 x -1.00 x 175. Bcva from (B)(6) 2018: right eye post-op 20/20 .50 x -.25 x 86, left eye post-op 20/20 .25 x -1.25 x 30.